Manufacturer narrative:
D10 concomitant products: forcetriad force triad energy platform - forcetriad, serial# unknown ayaka ito, masaya nakauchi, masahiro fujita, yusuke umeki,kazumitsu suzuki, akiko serizawa·shingo akimoto yusuke watanabe· tsuyoshi tanaka· susumu shibasaki· kazuki inaba· ichiro uyama, koichi suda1 initial clinical experiences of robotic distal gastrectomy for gastric cancer using the da vinci¿ sp system: a single-center retrospective study https://doi.org/10.1007/s00423-025-03685-w. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study analyzed the outcomes of patients who underwent robotic distal gastrectomy with a single-port robotic platform for the treatment of gastric cancer between (B)(6) 2024. It was noted that a device or competitor product was utilized intra-operatively to divide thick tissue and vessels. There were 20 patients included in the study and complications included pleural effusion and chyle ascites. No re-operation or mortality was reported; however, interventions and patient outcomes are unknown.

Event description:
According to the literature, a retrospective study analyzed the outcomes of patients who underwent robotic distal gastrectomy with a single-port robotic platform for the treatment of gastric cancer between march 2023 and april 2024. It was noted that a ligasure device or competitor product was utilized intra-operatively to divide thick tissue and vessels. There were 20 patients included in the study and complications included pleural effusion and chyle ascites. No re-operation or mortality was reported; however, interventions and patient outcomes are unknown. Additional information was received stating that adverse events mentioned within the article did not relate directly to medtronic devices/products.

Manufacturer narrative:
Additional information: b5, g3, h6 (rfr, fdd, fdp and imf) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.